Event description:
It was reported that the tip of the instrument broke. The surgeon was using the instrument for the final tightening of a domino connector when the device broke. No debris fell into the pt. The surgeon was using the instrument at an odd angle. It appeared that the device was over torqued; the MFR rep heard a squeaking of the metal prior to device breakage. The surgeon was able to complete the surgery with no pt complications.

Manufacturer narrative:
The product was returned for evaluation. The torx tip was broken across the middle. A review of the device history records did not identify any applicable non-conformances to spec.